Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. This device referenced in this report was returned to omsc for evaluation. The evaluation of the subject device by omsc confirmed following: the phenomenon reported from user facility did not reproduce. There were not any irregularities found on circuit board within the video connector. There were no irregularities in the appearance of the image unit and the signal cables in the insertion tube. Since there were not any irregularities during the above visual inspection, electronic parts inside unit might be broken. However, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that the video image of the subject device became abnormal when the subject scope inserted into the patient through the trocar during a laparoscopic colon transversum surgery. The user facility withdrew the subject device, and completed the intended procedure by exchanging the device. There was no patient injury reported.